Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost the charger and so the patient did not charge the thoracic ipg approximately since 2 years. As such, thoracic ipg was inoperable and patient does not have therapy. Surgical intervention may be undertaken to address the issue.